Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: japan.

Event description:
It was reported that during inspection, the device did was found to be non conformance as there was found a hair like substance on this unit. There was no patient involvement. Due diligence is complete as no additional information is available.